Event description:
It was reported that when the patient presented to the operating room for normal eri change out, externalized conductors were observed. The physician programmed off the svt coil and successful dft testing was performed. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.